Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported a bridge bolus was incorrectly performed. The pump was updated after changing concentrations with a bridge bolus that showed the wrong concentration. The healthcare provider (hcp) cancelled the bridge bolus, programmed the drug information as it was when the patient came in and updated the pump. The correct drug concentration and dose were then programmed and updated one last time. This resolved the reported issue. There was no therapy or medical issue. The error was caught immediately and the pump was only running for a couple of minutes with the wrong information before it was corrected. The pump was being used to deliver compounded baclofen and morphine.